Manufacturer narrative:
(B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had a low flow and was readmitted to the hospital with suspected pulmonary embolism (although CT scan did not confirm it).

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow events could not be confirmed, as no log files were received for evaluation. A direct correlation between the reported events and the heartmate 3 left ventricular assist system serial number (B)(6) could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The device was shipped to the customer on (B)(6) 2018. The heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) rev g, is currently available. Section 4 of this document describes that low flow alarms occur when the estimated flow decreases below 2.5 lpm. This section also explains that changes in patient condition can cause low flow, such as hypertension. Section 7 of the IFU explains all alarms, including low flow, and provides instruction for patient care following an alarm. The alarms and troubleshooting section of the hm3 patient handbook, rev g, explains how the low flow hazard alarm presents on the system controller and what actions should be taken to resolve the alarm. A section on handling emergencies is also provided in this document no further information was provided. The manufacturer is closing the file on this event.

Event description:
Suspected embolism was not confirmed. The cause of this event is unknown. Patient recovered under volume therapy and was be discharged.